Manufacturer narrative:
Approximate age of device - 4 years, 5 months. The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the reported event. A section of the driveline approximately 17" long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed a breach to the insulation of the orange wire approximately 13¿ from the metal connector. Abrasions to the insulation of red, black and yellow wires neared the damaged area were also noted, further indicating that the observed wire damage appeared to be the result of repetitive flexing and abrasion against the braided shield. However, the remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation, and the testing did not reveal any additional areas of current leakage that would have contributed to the reported event. The orange wire redundantly supports motor phase 3. If the exposed conductors of the orange wire were to make contact with the braided shield, the resulting electrical short would have resulted in the pump stoppage events that were confirmed through the analysis of the patient's log file. No issues were noted after the repair, and the patient was put back on the grounded patient cable. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2013. It was reported that the patient had been admitted for fluid overload. While the lvad system was on ac power, the system produced several low speed advisory" and pump stoppage alarms. The patient instructed to remain on batteries and was dispensed an ungrounded power module patient cable for use. X-rays provided to the technical service representative confirmed that the percutaneous lead (driveline) had about 2 inches of rescue tape around the lead, about 3-4 inches from the insertion site. The rest of the driveline was intact without any suspicious areas. On (B)(6) 2018, the technical service representatives arrived on site and performed an external percutaneous lead (driveline) replacement. No issues were noted after the lvad system was placed back on the grounded patient cable. No additional information was provided.